Manufacturer narrative:
Eval: conclusion: device history review was not performed as no further insight regarding the alleged event can be gained from such an eval. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3 (see MFR report #s 1627487-2010-03195, 1627487-2010-03196 for devices 1 and 2).